Manufacturer narrative:
The field service representative inspected and evaluated eye stretcher articulating head piece. All functions worked properly and could not duplicate the alleged complaint, no problem was found. It was reported by the user facility bio-med that possibly the wrist rest option slid down during the procedure because it was not tightened properly.

Event description:
It was reported that during an eye surgical procedure, the head portion of the stretcher "slipped" in a downward motion causing the eye surgeons hand to move. This resulted in injury to the patients' right eye. The injury could not be fixed at the time of the procedure. The patient was sent to a retina specialist where they needed to undergo an additional surgical procedure. The long term effects on the patient were not reported.

Manufacturer narrative:
The results of the evaluation concluded that no defect was able to be identified and that the stretcher functioned to specification. It was confirmed by the device user that the wrist rests did not contributed to the alleged event.

Event description:
It was reported that during an eye surgical procedure, the head portion of the stretcher "slipped" in a downward motion causing the eye surgeons hand to move. This resulted in injury to the patient's right eye. The injury could not be fixed at the time of the procedure. The patient was sent to a retina specialist where they needed to undergo an additional surgical procedure. The long term effects on the patient were not reported.